Event description:
It was reported that patient underwent a total hip arthroplasty in 1999 with unknown product. Subsequently, a revision procedure was performed with competitor product on (B)(6) 2012 due to an unknown reason. The patient was revised with biomet components on (B)(6) 2012 due to disassociation of the competitor's acetabular liner. A further revision procedure was performed on (B)(6) 2014 due to an unknown reason. The modular head, liner and locking ring were removed and replaced. Subsequently, another revision procedure has been indicated due to dislocation; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "dislocation and subluxation due to inadequate fixation and improper positioning". This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-08915 / 2014-08916 & 2015-00504).